Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. It should be noted that the cathode coil was extremely stretched and deformed at the distal end, which was likely contributing factor to the helix mechanism issue which was seen in the field. Testing determined the lead to be electrically continuous.

Event description:
Boston scientific received information that this lead displayed high thresholds. The patient was seen for a revision procedure where the lead was attempted to be repositioned but issues with the helix were encountered. The lead was explanted and replaced. There were no additional adverse patient effects reported. The lead was returned for analysis.